Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
(B)(4). Concomitant products: patient medications include lisinopril, plavix, metoprolol, atorvastatin, and diltiazem. Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2015, the patient was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On or around (B)(6) 2015, computed tomographic angiography identified a possible type I endoleak at the most proximal endograft component ((B)(4)). No indication of the cause of the leak was given. On (B)(6) 2015, an angiogram confirmed the proximal type I endoleak. On the same day, the physician extended the endograft system proximally with an additional gore excluder aortic extender component. The endoleak was resolved, and the patient tolerated the procedure.